Event description:
It was reported that the device had a non-responsive power button. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up with technical support and was in the process of getting a new device, as the current one was out of warranty.